Event description:
Healthcare professional reports lower than expected act+ results with hemochron elite microcoagulation system. During a percutaneous coronary intervention procedure, the patient was administered a total of 12,000 units of heparin. No pre-heparin baseline act+ test was performed. Act+ test performed after the heparin administration generated result of 220 seconds and a repeated test generated 164 seconds, which were lower than expected. A comparison test was performed using a second elite instrument and generated result of 517 seconds. Physician continued the procedure using the second elite instrument. Target time: > 200 seconds. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# b3jac049. H6: method: no related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Result: complaint was not confirmed through the instrument and cuvette evaluation. Itc has requested all data required for form 3500a.